Event description:
It was reported that an alert noting erroneous parameter values was seen on the implantable cardioverter defibrillator. No intervention was reported. The patient condition is unknown.